Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022, due to a tip-foldover confirmed during post-op imaging. The implanted device remains.